Event description:
It was reported that some buttons on the pump were not responsive, although the customer did not specified if this was referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.